Manufacturer narrative:
The pump passed the stop (idle) current, run current, self test, off no power test and the displacement test. The pump failed the unexpected restart alarm error test due to damage out of box/ib broken solder joint. Insulin pump error and low battery alert less than 1 week not confirmed. Unexpected restart alarm confirmed.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart error and external ram crc error. Blood glucose level at the time of the incident was 108 mg/dl. The customer did not recall any significant events leading up to the alarm. It was also reported that the insulin pump has low battery less than a week. The insulin pump will be returned for analysis.